Event description:
Reporter contacted animas alleging that with the keypad the up, down and ok button are hard/difficult to press. He stated that they have to press the buttons multiple times to elicit response. Reporter denied any rips/tears in keypad. No moisture exposure. There was no adverse event or symptoms reported due to the alleged issue. The product was replaced. At this time the complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the rubber keypad was intact. Evaluation revealed that the keys responded appropriately. There was no evidence of keypad contamination found under the key contacts.